Event description:
The customer reported the system was intermittently not booting. Also, the system is shutting off while using it, the screens flicker, and the customer was not able to fluoro. A pt was on the table but not injured. Procedure was complete.

Manufacturer narrative:
The service rep readjusted the power supply. System now booting properly and all functions working per specs.